Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Patient attempted to perform a paper clip reset with the transmitter snapped into the new sensor pod and was not successful. No injury or medical intervention was reported. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4) describe event or problem - additional, concomitant medical products and therapy dates - additional, initial reporter - telephone number - correction, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was completed and the test failed. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.